Event description:
It is reported that the device was implanted in 2003, and that the pt was revised in 2008, due to a fracture of the patella.

Manufacturer narrative:
Evaluation summary: without the return of the device, x-rays, or additional information pertaining to the reported fracture of the patella, the cause cannot be definitively determined. Evaluation: results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.